Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the atrial lead exhibited unacceptable thresholds. When attempting to reposition the lead, loss of capture and sensing and helix damage was noted. The lead was not used and replaced.